Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 5.0, lab: 2.8. Customer called in after seeing a discrepancy with one of his patients. The inratio meter result was inr=5.0. Blood work was sent out to the lab for comparison and medication withheld for the day. Lab results were inr=2.8. Therapeutic range=2-3. Tech service rep discussed proper technique with customer: no milking of finger and using the first drop of blood rather than wiping it off.